Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Company representative contacted the customer via phone call and the customer reported that 3 days back, the insulin pump alarmed no delivery. She did not recall her blood glucose level at the time of the alarm. She also reported experiencing high blood glucose. Customer's most recent blood glucose value was 477 mg/dl and then 438 mg/dl, which she treated for and felt better. Customer stated that when she disconnected at the quick release, she was able to see insulin drops come out of the tubing. She stated she does not think the cannula was bent but there could have been a connection issue at the quick release or the cannula could have been hitting a bone or a muscle. She also reported having sensor reading discrepancies; about 10 days back, her blood glucose was 69 mg/dl but the sensor glucose was 135 mg/dl. She mentioned having a sensor fall out and bent. The customer stated she had other infusion set type samples to try out. The product was not replaced or returned for analysis.